Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed rf pic failed selftest. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that last week they got the error message. The customer declined troubleshooting saying he was fine with it. The insulin pump will not be returned for analysis.